Event description:
Boston scientific received information that during a routine follow-up, it was observed that this left ventricular lead had a high out of range pacing impedance measurement, and no capture could be obtained at any voltage. The physician decided to explant this lead. During the procedure, the electrode tip and the electrode ring were stuck, and while trying to remove it, the tip remained in the coronary sinus and the ring remained in the superior vena cava. A new lead was implanted via the coronary sinus and optimal measurements were obtained. As the pacemaker was nearing the end of its life, the physician decided to replace it during this procedure. There was no allegation against the pacemaker. The lead will be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.